Event description:
During post-dilatation of an unk stent implanted in an unk target lesion, the balloon catheter was advanced through the stent, and inflated via an indeflator; however, the balloon ruptured below nominal pressure. Therefore, it was withdrawn from the pt. There was no info as to how the stent was finally post-dilated. The vessel was moderately calcified, mildly tortuous and 99% stenosed. There was no report of any adverse consequence to the pt. As per the reporting affiliate, no additional procedural info is available. The product is available for eval and testing; however, it has not been received to date. Additional info will be submitted within 30 days of receipt.